Event description:
During verification testing at the service center, the bolus cord intermittently did not deliver when the bolus button was pressed.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.